Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited high pacing impedance and failure to capture. The lead was not used. The patient was stable in condition.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece measuring 57.7 cm. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage in the form of inner coil overtorqued was found. Electrical testing did not find any indication of conductor fractures or internal shorts.